Event description:
It was reported during central processing that, the fenestrated bipolar forceps instrument tip was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was found to be defective during central sterile processing. Not used on a patient, therefore no further information is available. Information regarding patient demographics, relevant testing, and medical history was requested. However; the reporter was not able to provide that information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customers reported complaint. Failure analysis found the primary failure of broken grip tip to be related to the customers reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.19" x 0.50" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to misuse, such as excess force applied to the instruments jaws. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (471205-17/k14220110 0100) associated with this event has been performed. Per the logs, the instrument as last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (yaw pulley). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.